Manufacturer narrative:
(B)(4) this report is for a use error which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted.

Event description:
It was reported that a patient reused unspecified dianeal bags during prime which resulted in peritonitis coincident with peritoneal dialysis therapy. The caregiver stated the cassette was "not priming" so the caregiver clamped off the dianeal bags, removed the cassette and replaced it with a new cassette. Since the dianeal bags had not been used, the caregiver thought they could use them with the new cassette. On the same day as the peritonitis onset, the patient was hospitalized for the event. During hospitalization, the patient was treated with unspecified intravenous antibiotics (drug names, doses, and frequencies not reported) for peritonitis. Seven days after the event onset, the patient was discharged from the hospital. Once discharged, the patient was switched to unspecified intraperitoneal antibiotics for three weeks. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. On an unknown date, the caregiver was retrained on proper technique and not re-using disposable supplies. No additional information is available.